Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that the patient went to the emergency room (ER) due to low heart rhythm and symptoms that matched a lead fracture. The patient also registered episodes of non-sustained ventricular tachycardia (nsvt) and right ventricular automatic threshold (rvat). This lead was scheduled for revision as noisy signals were consistent with lead fracture or insulation damage. This lead was then explanted and replaced due to oversensing and noise along with pacing inhibition without asystole. All of these issues were confirmed using fluoroscopy and x-ray. This product is not expected to be returned and no additional adverse patient effects were reported.

Event description:
It was reported that the patient went to the emergency room due to low heart rhythm and symptoms that matched a lead fracture. The patient also registered episodes of non-sustained ventricular tachycardia and right ventricular automatic threshold. There was loss of capture when the lead was programmed to bipolar. This lead was scheduled for revision as noisy signals were consistent with lead fracture or insulation damage. Subsequently, the lead was then explanted and replaced due to oversensing and noise along with pacing inhibition without asystole. All of these issues were confirmed using fluoroscopy and x-ray. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: -b5 (problem description) verbiage was updated and failure to capture was missed to be mentioned. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. The analysis result is added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory severed in two segments. X-ray imaging showed an outer coil flattened and a fractured inner coil, between 23.5 and 25.5 centimeters from the terminal pin, characteristics that are consistent with clavicle/first rib crush. The crimp sleeve and lead tip/helix appeared normal on x-ray. Laboratory analysis was able to confirm the reported physical and electrical allegations based on the mentioned results.